Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit is not pressurizing on the 3100 device. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h11. Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Field technician replaced dial, needle valve and the potentiometer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.